Event description:
The caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer¿s blood glucose level. Customer technical support instructed the caller to plug the wall adapter into a known working outlet and wait at least 30 minutes for the pump to begin charging, with plans to follow up. Upon follow-up caller reported using tandem wall adapter and non-tandem charging cable to resolve the issue. Cts informed caller that tandem does not recommend using 3rd charging supplies with the pump unless instructed to do so for troubleshooting purposes. Caller understood and acknowledged. Cts to send replacement tandem charging cable via two-day shipping.